Event description:
The patient got the operation because of scoliosis in (B)(6), 2008. He found one side rod was broken in (B)(6), 2010 and two sides rods were broken in (B)(6), 2010. Now the doctor wants to do the revision operation.

Manufacturer narrative:
Additional information has been requested and if made available will be reported in a supplemental. Method, result and conclusion codes will be made available following engineering evaluation.